Manufacturer narrative:
(B)(4). The device was manufactured between 06/14/2013 and 06/18/2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor singleday 2 ml/hr overinfused. This occurred during patient infusion with morphine. The reporter stated that the infusion was stopped early as the patient was experiencing symptoms of an overinfusion of morphine. The patient as sleepy and was difficult to wake. Apnoea and miosis were present. The patient was treated with naloxone (dosage, frequency and route not reported). The reporter stated that the patient had recovered a day after the event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the previously submitted method code 3323 is being replaced with method code 10. The previously submitted result code 3221 is being replaced with result code 213. The previously submitted conclusion code 92 is being replaced with conclusion code 71. Additional information: the reporter stated that the expected infusion rate was 2ml per hour for 24 hours to deliver a total volume of 48ml. The access site was in the patient's shoulder and the patient did not have a high temperature. Evaluation summary: the sample was received for evaluation without any fluid in the reservoir. Visual inspection of the sample did not identify any abnormalities that could have caused the reported condition. A functional flow rate test was performed and the resulting flow rate was within product specification. The reported condition was not able to be confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.